Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 22mm amplatzer amulet was selected for implant. Once the device was positioned and a stability test was performed, it was decided the device was mis-sized too small. The device was removed and exchanged for a 25mm amplatzer amulet. After the 25mm amplatzer amulet device was successfully implanted a transesophageal echocardiogram (tee) was performed and noted a small device thrombus on the center of the proximal end of the device. Heparin was given during the procedure and the patient's activated clotting time (act) levels maintained between 250 and 350 per the instruction for use (IFU). It was unknown what caused the device thrombus. The clot looked like a small collection of blood cells that were attached to the top of the device like a waving flag. No threads were noted. The patient was reported to be in stable condition and was being monitored.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, one video was received which appeared to show a thrombus adhered to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.